Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hospital. (B)(6) china. Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was secured, and the slack was correctly taken up. The ligator head returned with 5 bands attached, some of them were moved out of their original positions and were overlapped. Additionally, one band was broken and overlapped with the rest of bands. The suture thread was intact, and it was attached to the distal trip wire loop. Microscopic examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend and damage to the bands. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment failure. Therefore, the most probable root cause of this event is adverse event related to procedure. Intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the bands of the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the bands of the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the biliary tract; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.